Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. (B)(6).

Event description:
It was reported to boston scientific corporation that a contour stent was implanted during a ureteroscopy with stone fragmentation and double j implantation procedure. The event date was not provided. According to the complainant, during withdrawal, it was noticed that the stent was encrusted. The stent was reportedly able to still drain. It was reported that the stent was left indwelling with the suture removed for a duration of two weeks. The encrusted stent was removed from the patient with the use of use grasping forceps in its entirety. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was implanted during a ureteroscopy with stone fragmentation and double j implantation procedure. The event date was not provided. According to the complainant, during withdrawal, it was noticed that the stent was encrusted. The stent was reportedly able to still drain. It was reported that the stent was left indwelling with the suture removed for a duration of two weeks. The encrusted stent was removed from the patient with the use of use grasping forceps in its entirety. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable.